Manufacturer narrative:
This ra lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was placed in the atrium successfully. Shortly afterwards the patient had an atrial arrhythmia and ra loss of capture was seen and no threshold measurements could be taken. The ra lead was then connected to the device where a high out of range pacing impedance measurement of 2700 ohms was observed. The ra lead was removed from the device and connected to a pacing system analyzer where another out of range measurement of 2700 ohms was seen. The physician decided to explant and replace the ra lead prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.